Event description:
It was reported that during a lap gastric bypass procedure, both the anterior and posterior of the stomach wall were cut but not stapled. The pouch of the stomach became smaller than usual and the operation took one hour more. No more information available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.